Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, it was noted that the screw threads were damaged thus causing the rod to slip. A revision surgery was done to replace the slipped rod. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images show two photos of a multiaxial screw head are submitted. They appear in satisfactory condition as thread pattern cannot be precisely determined from these photos and failure analysis would require evaluation of the rod and set screw.

Manufacturer narrative:
Analysis of the returned device shows that a visual and optical review of the complaint returned product with product development confirmed the product meets design intent. No fault was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.